Event description:
Patient later reported "I had few a horrible flesh eating rash that after several dr. Appointments I have gotten it to a rash. I was really worried what the implants was causing to my health". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Visual analysis of the photographs identified: ¿ rupture: no observed rupture on the device. ¿ skin rash/dermatitis: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "recall", "one recently ruptured", and "I have a skin rash now". Affected location unknown. Device remains implanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Additional, changed, and/or corrected data: b5, g1, g2, h6

Event description:
Patient reported "recall", "one recently ruptured", and "I have a skin rash now." Patient later reported "I had few a horrible flesh eating rash that after several doctor appointments I have gotten it to a rash. I was really worried what the implants was causing to my health." Patient representative additionally reported "significantly increased risk of developing cancer," "emotional distress including fear and anxiety of developing cancer," "accumulation of foreign and adulterated silicone particles in body," and "inflammation." Patient representative also reported cellular damage," physical pain," "suffering from explantation," "permanent scarring," and "disfigurement" which are not device related. The device has been explanted.